Event description:
The IV pump was infusing maintenance IV at the correct rate when the pump operation was verified by the nurse at the 2030 assessment. Upon returning to the patient's room around 2100, the nurse observed the pump to be operating properly. However, around 2200 the nurse found the IV pump to be non-functioning. The pump was off and no alarm had sounded. The pump was removed from service and a new one was used to administer the maintenance IV fluids. The pump was returned to the rental agency with instruction that they send a service report to our biomedical engineering department.